Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that on (B)(6) 2019, the infusion set's tubing completely disconnected from the clear round disc while the patient was changing the site. On the day of this report, her blood glucose level was 410 mg/dl which she treated with the pump. Reportedly, the patient did not pull/abuse the set and this issue occurred. No further information available.